Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer reported that the irc10lxo2 concentrator in question was not alarming for blocked flow.